Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient with diabetes experienced a bent cannula, which was identified upon removal of the infusion set from the abdominal site after elevated blood glucose levels were observed. The issue required replacement of the infusion set and administration of insulin via both the pump and manual injection to restore glycemic control. There was patient involvement, with no reported harm.